Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and based on the available information, the mua and aspiration were documented as unrelated to the study device. The patient's condition is reported as resolved with residual side effects, requiring remedial therapy. No further clinical assessment is warranted. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that patient had left knee arthrofibrosis and required manipulation under anesthesia and aspiration.